Event description:
It was reported that this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead was explanted due to infection. There were no additional adverse effects reported.